Manufacturer narrative:
Device evaluation: one open sample was received for further evaluation. A visual inspection was applied to the sample and the wye was found to be occluded. In addition an occlusion test was performed on the sample and the occlusion was detected. A plastic piece was inside on the surface of the wye within cavity number four. The reported occlusion condition was confirmed. A device history record review was completed and no issues were found. Two years of complaint trends were reviewed and no trend was detected. In addition it was confirmed that no internal rejections related with the occluded wye were found. Based on the investigation findings after a thorough review of the manufacturing process the root cause of the reported failure could be related to equipment/machines. It was found that the sliders on the mold did not travel enough this aggravated the sealing of the mold for the plastic injection of the part. This could cause a flash that could occlude the wye provoking the plastic covering of the surface cavity. This type of defect would be detected using the poka yoke template during the quality inspection. The inspection is done as a sampling this particular circuit was not pulled in to be sampled. Vyaire can conclude that this is an isolated issue since we do not have internal rejections related with the occluded wye, and no trend was detected. For preventative action the machine was adjusted in order to repair the flash issue. In addition molding personnel, assembly personnel, and quality personnel were notified of the occluded condition.

Event description:
Customer reported "inside the wye connector there is a round plastic piece right where the 2 wyes come together. The circuit did not pass the flow test meaning flow was not going thru the circuit due to this plastic piece". "No patient harm , issue was caught before being put on patient".